Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many patient¿s experienced ssi¿s? We have seen 18 ssi patients (that used surgicel powder) in hysterectomy patients alone (2018-2020). We have also seen an increased ssi rate in lap chole patients that used surgicel powder (9/246) if this event occurred in multiple procedures, please provide the following information: what is the total number of procedures? Lap chole- 9/246 patient had ssi. Hysterectomy- 18/470 patients had an ssi. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The hysterectomy ssi issue has been reported to ethicon already. What are the procedure name(s) and date(s)? Hysterectomy and lap cholecystectomy from 2018-2020. Was there any medical/surgical intervention provided to treat the ssi? Yes. Some ir draining of abscesses, return to or for exploratory laparotomy/laparoscopy, antibiotics. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the most current patient status? Unknown. Can you identify the product code and lot number of the product that was used? No. Is the product available to be returned for evaluation? No. The single complaint was reported with multiple events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide reference number for the complaints previously reported to ethicon the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative surgical site infection? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on an unknown date and absorbable hemostat was used. The account contact reported they don't want to use product any more due to safety concerns. Additional information was requested